Event description:
It was reported that a flo-gard infusion pump was found to have an insert slide clamp alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected, power on self-tested, and the alarm log was reviewed. During the power on self-test and in the alarm log the insert slide clamp alarm was found; the cause of this was a dirty slide clamp sensor. To correct the condition, the slide clamp sensor was cleaned. The device was serviced and restored to a good working condition. Should additional relevant information become available, a follow-up MDR will be submitted.